Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-25 lead, implanted (B)(6) 2002; pb1018 transcatheter valve, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead displayed high thresholds in both unipolar and bipolar configurations. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.